Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed. A damaged window was observed. The receiver failed to take the charge and boot up. The receiver case was opened for an internal visual inspection, and it failed. The moisture indicator was found to be activated. The battery of the receiver was removed and replaced and it was able to boot up. The receiver logs were downloaded and reviewed. During log review, 'rttloss' was found in the log within the investigation window. The reported event that the receiver ceased to function was confirmed during log review. The root cause could not be determined.